Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd q-syte¿ needle-free connectors experienced device damage while still considered operable, and were clogged. The following information was provided by the initial reporter: loss of blood return on catheters requiring almost daily changes of nc¿s on lines to prevent use of alteplase or vad failure. Different nc have different flush clamp sequences, that if not known by each individual using the vad, and wrong sequence is used causes blood to reflux into a catheter not infusing and leads to occlusion.

Event description:
It was reported that 3 bd q-syte¿ needle-free connectors experienced device damage while still considered operable, and were clogged. The following information was provided by the initial reporter: loss of blood return on catheters requiring almost daily changes of nc¿s on lines to prevent use of alteplase or vad failure. Different nc have different flush clamp sequences, that if not known by each individual using the vad, and wrong sequence is used causes blood to reflux into a catheter not infusing and leads to occlusion.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the video and photographs submitted for evaluation. Bd received two photos and one video of a q-syte closed luer access device. Based on visual inspection of the evidence provided, the reported issue was not confirmed. There appeared to be no damage to the q-syte based on the provided images. A device history record review could not be performed as the lot number was not provided. H3 other text : see h10.